Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cable was wedged between the stiffener plate and bearings. The technician replaced the stiffener plate and bearings to repair the bed.